Event description:
A customer reported that during a procedure, the cassette was leaking fluid and air was noted inside the pt's eye. Additional info has been requested.

Manufacturer narrative:
No samples were returned for evaluation. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).